Event description:
Additional information: the health care provider said they would change the pump medicine out next week but did not specify monday ((B)(6) 2012) as previously reported. It was reported that benadryl was not doing anything for the red and splotchy and itchy symptoms. The reporter indicated that the reaction was to the medication.

Event description:
The health care provider (hcp) reported that following the implant on (B)(6) 2012, the patient had an allergic reaction. The patient appeared "red and blotchy" and itching. There was no reported shortness of breath. The hcp put the pump to minimum rate and planned to change out the medication on (B)(6) 2012. The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. The initial MDR was filed as MFR report # 3007566237-2012-00888. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was "really itchy" at the time. The doctor told the patient to take benadryl. It was believed they changed the medication out. The patient was "fine" now.